Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0886t, implanted: (B)(6) 2013, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient stimulation was intermittent following implant. It was noted to be positional whereas the patient felt it more consistently during trial. It was reported that the patient experienced some symptoms improvement since implant but unable to determine percentage of improvement. It was noted that the patient programmer training was ineffective because the patient was still under the effects of anesthesia after implant. It was also noted that the patient appointment was three weeks from the reported event date. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was further reported that the patient was still having concerns with their device/therapy but was working with a physician and or company representative. The patient had an upcoming appointment on 2013 (B)(6).